Event description:
It was reported the patient never regained consciousness after ¿paddle electrodes to restore the pulse¿ were used. It was stated they inquired what the effect of those paddle electrodes would have had on the two stimulators that were implanted in the patient¿s chest. It was further reported they inquired about what effect a defibrillator would have on the deep brain stimulator (dbs) devices and the therapy the patient had implanted. It was noted the patient never recovered from being ¿defibed.¿ it was noted the patient had died (B)(6) 2014, four days after the defibrillator was used on the patient. It was stated the dbs device was not the cause of the patient needing to be defibrillated. It was noted the patient had other health issues that necessitated that action. It was stated they believed that being ¿defibed¿ contributed to the patient not recovering. It was further reported the patient had external defibrillation done and chest compressions to try and restore a pulse. It was noted following the defibrillation, the patient¿s pulse was restored but they never regained consciousness. It was noted no autopsy was done and the patient was cremated. Additional information received reported the health care professional had no information on the cause of the death. It was noted they didn¿t know the patient had passed away until the day of report. Additional information received reported they had further information regarding the cause of death. It was noted while the patient was in the hospital a nurse had applied the defibrillators to their implants and as a result the patient went into a coma and never recovered. It was noted the patient was admitted to the hospital for pneumonia. The patient had a g-tube and the nurse improperly injected formula into the g-tube which ¿caused to aspirate into the mask.¿ the patient had lost their pulse and in an attempt to revive them they placed the paddles across the stimulator and they went into a coma. They did restore the patient¿s heart but they never recovered. They assumed the high voltage had burned their batteries and the wiring went to their brain which put them in a coma. They were in a coma for 4 days but their breathing never recovered. The patient was put on morphine until they passed. They received a copy of the records from the hospital and they did not show that the patient had defibrillation but they were there and saw it happen.

Manufacturer narrative:
Concomitant products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v014497, implanted: (B)(6) 2006, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3387s-40, lot# v014336, implanted: (B)(6) 2006, product type: lead. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
Final analysis of neurostimulator model 37602 (lot # nla717909h ) showed no anomaly found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)